Event description:
It was reported that suture placement in the right common femoral vein was attempted with prostyle device using the pre-close technique via a 27f sheath hole prior to a pacemaker interventional procedure. Reportedly, the sutures of two prostyle devices were successfully pre-placed. When attempting to change to the procedural 27f introducer sheath for the intervention, it was noticed that the second suture was torn. Therefore, the suture was removed, and a new prostyle was used to continue to pre-close. After the interventional procedure, hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported sutured detachment was confirmed based on the retuned condition of the suture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that suture placement in the right common femoral vein was attempted with prostyle device using the pre-close technique via a 27f sheath hole prior to a pacemaker interventional procedure. It should be noted that the prostyle instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, it is unknown if the use of a 27f sized sheath contributed to the reported suture detachment. A conclusive cause for the reported suture detachment (torn suture) could not be determined based on the returned condition. Factors that contribute to the reported torn suture may include, but are not limited to, manufacturing, user closes foot before suture deployment (before the plunger is fully retracted proximally), suture snag and/or break. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.